Event description:
The pt stated that he encountered an 04 (occlusion) error on his infusion device during normal basal delivery. During troubleshooting with a company representative, he disconnected from his infusion site and bolused insulin. The occlusion error recurred during the bolus. He then disconnected the infusion set tubing from the infusion device and bolused once again. In this case, the bolus completed without occlusion. He changed his tubing and primed the system with no recurrence of the occlusion error. The system then functioned correctly. The pt did not report any blood glucose concerns. The pt did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. He did not have the lot number of the infusion set available at the time of the call. The product was requested to be returned for evaluation.